Event description:
It was reported that the patient turned her stim off since last month because it was not helping her symptoms. The therapy helped at first, but after some time it did not help. The patient wanted to have the ins removed since it was not doing anything for her. It was reported that stimulation was turning off. It was also noted that the patient was having lots of shoulder and neck pain and wanted to get an MRI. It was noted that the patient's pain was not related to therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v610453, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot # v610453, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had turned their device off two years prior due to ineffectiveness. The patient was having trouble getting it removed since it had been in so long.